Event description:
The device was received for service. During service testing, a damaged battery was found. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.